Event description:
Lead 1581/65 rh45658 was capped and abandoned at an unknown date. Prior to ICD generator replacement on jan 23, 2025, physician stated he believed the lead was capped and abandoned for suspected fracture. No other information available.